Event description:
It was reported to boston scientific corporation that a c.r.e. Esophageal wireguided balloon dilatation catheter device was used during an esophageal dilatation procedure performed on (B)(6) 2009. According to the complainant, during the procedure, balloon inflation was attempted; however, it was not possible due to a leak. The device was removed from the pt and the balloon was found to be ruptured. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "good". Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the suspect device was disposed of at the user facility and is not available for return. According to the complainant, the balloon was found to be ruptured upon removal from the pt. The most probable root cause is operational context. This failure occurs when anatomical/procedural factors encountered during the procedure limited the performance of the balloon (e.g. Tortuous anatomy, sharp exterior sources). The device history record review confirms that this device met all material, assembly and performance specifications. (B)(4).